Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that prior to being discharged from the hospital, the patient was administered a blood transfusion due to a decrease in hemoglobin levels. The patient was reported to be in good condition. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the device history record, and labeling. A review of the device history record (DHR) ab2000-b rev g/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure : as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding a root cause for the reported event could not be determined. A review of the treatment log files was not conducted as these were not available for review. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the DHR and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.